Manufacturer narrative:
Exemption number e2019001. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the left anterior de novo descending artery. During advancement of a balance middle weight universal ii guide wire (gw) and an unspecified stent delivery system, much friction was noted. It was noted that the polymer of the gw peeled away from the core. Another guide wire was used to successfully complete the procedure. It is unknown if any polymer coating detached and remains in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. Return of the guide wire and guiding catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance and guide wire separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.b1: adverse event/product problem: adverse event was removed. B2: outcomes attributed to ae updated from other serious to na. H1: type of reportable event was updated from serious injury to malfunction. H6: patient code 2687 was removed.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the left anterior de novo descending artery. During advancement of a balance middle weight universal ii guide wire (gw) and an unspecified stent delivery system, much friction was noted. It was noted that the polymer of the gw peeled away from the core. Another guide wire was used to successfully complete the procedure. It is unknown if any polymer coating detached and remains in the anatomy. No additional information was provided. 1/13/2020: additional information received: the account confirms that the coating only peeled but did not detach. There were no adverse patient effects or clinically significant delay. No additional information was provided.